Event description:
It was reported that during pre-operation, one of the batteries was moldy when the box was opened. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b2 (removed: other serious (important medical events)), b4, b5, d4, d9, g1-2, g3, g6, h2, h3, h4, h6, h10. Only the battery pack was returned for inspection. Visual inspection found one of the batteries had leaked onto the terminals inside the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.